Event description:
A report was received that during a lead revision surgery due to unwanted stimulation in the ribs the physician decided to replace the patient's ipg as it was intermittently turning on and off. The patient was hurt several months ago and the physician believed the stimulation change was due to that and didn't want to take any chances with the ipg so a decision was made to replace it. The patient is reportedly doing well.